Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (brand, concentration, dose, and lot# unknown by the reporter) via an implanted pump. It was reported that at one day after the pump change 5 years ago, the patient had a grand mal seizure, totally limp, and slurred speech that was fixed by backing off on the dosage. The patient had also had an overdose of baclofen when a doctor tried to have the drug given in waves, more during the waking hours, and less at night. The first changes produced total limpness, vomiting, and slurred speech. There was a rush to have the dosage changed back to a steady rate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following previously reported information no longer pertains to this event. It will be reported in MFR report #: 3004209178-2016-09031. Information pertaining to the patient's overdose due to the drug being programmed in waves will be reported in this manufacturer report. [It was reported that at one day after the pump change 5 years ago, the patient had a grand mal seizure, totally limp, and slurred speech that was fixed by backing off on the dosage. ]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.